Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that during normal follow-up it wasn't possible to interrogate the device and the surface ECG showed no output or capture. The device was explanted and replaced due to possible battery depletion. No patient complications were reported as a result of this event.